Manufacturer narrative:
(B)(4) follow up for device evaluation it was reported there is a white residue inside the syringe. To aid in the investigation, forty-four samples in sealed packaging blisters and one photo was received for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed. The photo provided shows a syringe rubber stopper with what appears to be silicone at the rubber stopper tip. This is considered acceptable. The silicone is medical grade and is applied to the syringe barrel inner wall and rubber stopper to allow smooth movement. A device history record review was completed for provided material number 302832, lot 3139662. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received. Material #: 309064, batch# :3139662. It was reported by the customer that they recently received bd 30ml syringe from owens and minor has had some contamination inside of the sterile syringe. The sap# of the product in question is 309064. I am not sure if it is just this particular box of 30ml syringes or if it is the whole lot. The syringe has some sort of white residue inside the syringe. The lot is 3139662 and the expiration date is 05-31-2028. I am not sure if you have a bd rep or not. Verbatim: good morning, the bd 30ml syringe we recently received from owens and minor has had some contamination inside of the sterile syringe. The sap# of the product in question is 309064. I am not sure if it is just this particular box of 30ml syringes or if it is the whole lot. The syringe has some sort of white residue inside the syringe. The lot is 3139662 and the expiration date is 05-31-2028. I am not sure if you have a bd rep or not. Additional information received on 21-mar-2024 please provide address for sending return label. Is there any patient impact? We noticed as we were filling new doses. Not sure if any got to patients. We pulled all syringes in our department with that particular lot. Please provide details of the storage conditions i.e., where the product is stored? Is that area temperature controlled? Yes it is kept in temperature controlled environment. Was this issue identified before use on patient or during use? In the pharmacy we noticed as we were preparing the medicine. The whole hospital and system uses the same syringes. I am not sure if it has been identified. Not everyone checks the inside of the syringes before use.

Event description:
Material #: 309064, batch# :3139662. It was reported by the customer that they recently received bd 30ml syringe from owens and minor has had some contamination inside of the sterile syringe. The sap# of the product in question is 309064. I am not sure if it is just this particular box of 30ml syringes or if it is the whole lot. The syringe has some sort of white residue inside the syringe. The lot is 3139662 and the expiration date is 05-31-2028. I am not sure if you have a bd rep or not. Verbatim: good morning, the bd 30ml syringe we recently received from owens and minor has had some contamination inside of the sterile syringe. The sap# of the product in question is 309064. I am not sure if it is just this particular box of 30ml syringes or if it is the whole lot. The syringe has some sort of white residue inside the syringe. The lot is 3139662 and the expiration date is 05-31-2028. I am not sure if you have a bd rep or not. Additional information received on 21-mar-2024. Please provide address for sending return label. Xxxxxxxxxx xxxxx is there any patient impact? We noticed as we were filling new doses. Not sure if any got to patients. We pulled all syringes in our department with that particular lot. Please provide details of the storage conditions i.e., where the product is stored? Is that area temperature controlled? Yes it is kept in temperature controlled environment. Was this issue identified before use on patient or during use? In the pharmacy we noticed as we were preparing the medicine. The whole hospital and system uses the same syringes. I am not sure if it has been identified. Not everyone checks the inside of the syringes before use.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.